Event description:
Customer called to report high blood glucose levels. Customer's high blood glucose was 350 mg/dl. Symptoms of high blood glucose was nausea and vomiting. Customer also reported a blood glucose of 43 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).